Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii results included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. The customer observed a false reactive result for one patient when using alinity I hbsag qualitative ii reagent, lot 21587fn00, and false confirmed result using alinity I hbsag qualitative ii confirmatory reagent lot 19342fn00. Repeat testing a day later produced non-reactive and not confirmed results. Return testing was not completed as returns were not available. Specificity testing was performed using an in-house retained kit of lot 19342fn00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Testing was not required for lot 21587fn00 as the customer repeated the sample per product labeling instructions the following day and the results were non-reactive, indicating a possible sample handling issue with the initial test results. Trending review determined no related trend for the issue for the product. Device history record review of lots 21587fn00 and 19342fn00 did not show any non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii assay, lot number 21587fn00 or alinity I hbsag qualitative ii confirmatory assay, lot number 19342fn00, was identified.

Manufacturer narrative:
Health effect impact code added.

Event description:
The customer observed (B)(6) alinity I (B)(6) qualitative ii results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive):sample ID (B)(6) initial result, on (B)(6) 2021, was (B)(6), repeats were (B)(6). The same sample was repeated on (B)(6) 2021 and results were (B)(6). Confirmatory testing was performed on (B)(6) 2021 and the results were (B)(6), which is confirmed (B)(6). Confirmatory testing was also performed on (B)(6) 2021 and the results were (B)(6), which is (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p10-32, that has a similar product distributed in the us, list number 08p10-31.